Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device intermittently did not deliver a dose when the bolus button was pressed. The customer contact reported that the strain relief proximal to the white connector of the bolus cord was "loose." There were no reports of any adverse pt events and no reported delay of critical therapy while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.